Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative correction: section b describe event or problem section d medical device model, unique device identifier (UDI), section e initial reporter phone and initial reporter occupation, section g reporting office contact and manufacturing location the reported condition of "cubies not showing on drawer map" was confirmed by fse and subseguently confirmed in the dchu inspection process. According to work order wo: (B)(4), the fse reported that t3ms main drawer 5 row. A was not detected on bus. The fse cleaned out the drawer and inspected the row board. Muscle wire caused thermal damage to cubie tray. The fse replaced tray and reseated row board cable connectors. All tested good. The report was closed. During dchu visual inspection: (B)(4) was received with an overheated muscle wire which melted the plastic of the "assy tray fh cubie mini". During dchu testing: (B)(4): no testing by the dchu was reguired due to the thermal damage observed. An overheated muscle wire and melted plastic. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie failed and additionally reported that the pockets were physically installed in drawer but failed to show on drawer setting. As per part investigation, it was determined that there was thermal damage observed on the assy tray full height cubie mini. There were no delay, no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie failure. The customer reported that the pockets were physically installed in drawer but not showing as being installed on drawer setting. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 12nov2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 5 row a was not detected on bus. A field service engineer stated that the muscle wire caused thermal damage to the cubie tray. The engineer replaced the tray and reseated the row board cable connectors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.